Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted the morning following implant that the atrial lead was dislodged. A procedure on (B)(6) 2020 to re-position the atrial lead was successful. Lead parameters were great the following day. There were no adverse effects and the patient was stable.